Manufacturer narrative:
The boston scientific crm technical services department advised that the device will likely trip eri again when next automatic capacitor reformation is performed, and recommended that the device be replaced once eri is tripped. Current records suggest that this device remains in service at this time. This event will be updated if any additional information becomes available. Additional information indicates that the device reportedly started beeping, and the patient was brought in clinic. A healthcare professional claimed that when the patient was seen in clinic, the local field representative did something to extend the battery. The last reported device battery measurements were 2.62 v with a 17.6 second charge time. The boston scientific technical services department recommended continued three month follow-up monitoring of the device. This event will be updated if any additional information becomes available.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 54 months of implant, due to an extended charge time, while at a battery monitoring voltage of 2.66 v. After three manual capacitor reformations, the charge time dropped to 14.6 seconds. No adverse patient effects have been reported as a result of these observations.